Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device exhibited corrosion, rusting and pitting was not confirmed. Therefore, an assignable root cause for the reported condition of corrosion/rusting/pitting was not determined. However, during evaluation, it was determined that the device ran in a locked position-power broken. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the motor device exhibited corrosion, rusting, and pitting. During in-house engineering evaluation, it was determined that the device ran in locked position - power broken, had locking components damaged, use error/misuse and cosmetic damage-worn. It was further determined that the device failed pretest for visual assessment and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.